Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. Customer experienced no delivery alarm all through the night. The customer had symptoms such as frequent urination and treated with bolus delivery after changing set. Customer's blood glucose value was 468 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on february 11, 2017 and did not contact their healthcare professional. The drive support cap appeared normal. Customer declined to troubleshoot for leaks or air bubbles and site or insulin issues. The device settings were correct. Customer was advised that insulin pump was working as designed and to monitor pump.